Event description:
The patient reported after byte treatment, their back teeth do not touch at all. In addition, byte treatment did not fully close gaps or opened new ones.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.